Event description:
According to the customer, a critical high gluose value was generated by the synchron instrument. A pt sample was collected in a lithium heparin tube and was tested for glucose. The result was 360 mg/dl. The result was reported out of the lab. Prior to receiving the glucose results from the lab, the floor nurse performed a fingerstick on the pt and tested the blood sample with an accucheck. The glucose result was 40 mg/dl. The floor nurse questioned the high result reported by the lab. The lab retested the lab sample for glucose. The repeat result was 47 mg/dl. The same sample was retested again later that day and the result was 40 mg/dl. It is unknown if the erroneous result contributed to any changes to the pt treatment.